Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed and de novo lesion was located in the calcified and moderately tortuous proximal left anterior descending (lad) artery. Upon attempting to treat the lesion, the 15mm x 3.0mm quantum maverick mr balloon catheter was advanced to the lesion and ruptured at 10atms, on the first inflation. The balloon catheter was removed from the pt without incident. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "fine".

Manufacturer narrative:
(B)(4). Complainant indicated that the balloon catheter will not be returned for eval; therefore, a failure analysis of the balloon catheter could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedure factors. (B)(4).